Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the balloon was deflated. The continue button on the console was pressed with resolve. Additionally, during the thawing phase, diaphragmatic movement ceased, and the balloon catheter was then deflated. The case was completed with cryo. It was noted that diaphragmatic movement did not recover. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least seventeen applications were performed with the balloon catheter 2af284 with lot number 03058 on the date of the event with no system notice and any issues. The physical product was not returned and there was no indication of a product malfunction. A clinical issue (phrenic nerve injury) was encountered during the procedure. If information is provided in the future, a supplemental report will be issued.